Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had received an occlusion alarm during bolus delivery. The customer's blood glucose (bg) level was 346 mg/dl and a correction was delivered via the pump. A pump system check was performed and the cartridge and infusion set tubing were found to be functioning as expected. The customer declined to remove the cannula. The customer was confident that the site was working properly. The current supplies were continued to be used.